Event description:
During cardiopulmonary bypass, the centrifugal pump stopped. The pump was hand-cranked for approximately 5 minutes until an alternate device was employed. The procedure was concluded without incident. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.